Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine that experienced ultrafiltration issues due to a damaged tubing connection. As a result it was reported that an unspecified solution was filtrating. This issue occurred during a patient treatment on the machine. It was confirmed the patient completed treatment on the same machine with no blood loss. Upon follow up, it was learned that a fresenius mexico technician confirmed the issue was a cut hose that leaked solution. The technician reportedly replaced the damaged parts as well as a flow valve and calibrated the pre flow to resolve the issue and return the machine to service.

Manufacturer narrative:
A fresenius (B)(6) technician performed an onsite investigation of the equipment for the report of ultrafiltration issues due to a damaged tubing connection. The technician replaced the damaged tubing and flow valve then calibrated the pre-flow to resolve the issues. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed.